Event description:
Pt was hospitalized on 5/27/96 with chf and renal failure, worsening. Lab work 5/29/96 1204 for c3 and c4 compliment drawn. Results back 5/30/96 very low. Pt scheduled to be treated for cryoglobulinemia, started immediately on steroid therapy and scheduled for plasma pheresis 1 to 3 times soon. On 6/3/96, a perm cath was placed and plasma pheresis was started. Corrected lab values from 5/29/96. Blood obtained and procedure terminated. Condition continued to deteriorate and pt expired on 6/4/96.